Event description:
It was reported that this pacemaker exhibited intermittent farfield oversensing. Technical services (ts) was contacted was suggested reprogramming options to the blanking period. This device remains in service. No adverse patient effects were reported.